Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A technician reported that the doctor did not like the first flap that was being created and aborted the procedure at 80%. Flap creation was started over and completed with no other complications.

Manufacturer narrative:
Additional information provided. According to the serial number of the patient interface, the reported treatment could be identified in the logfile. The logfile review showed the treatment was aborted after the warning message during side cut. The message indicated that the user released laser pedal and pressed the right footswitch to turn off the vacuum. The treatment had only completed 91% and it was not restarted on that day. The logfile review showed all the rest of the treatments were completed successfully without interruption or errors that day. No technical root cause is detectable. The system was working within specification. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The treatment report showed a decentral docking and the canal was not visible and side cut was only visible on same area. The possible root cause could be docking technique or movement of patient eye. A technical root cause of the device could be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).